Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the (B)(4) transmitter was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose (bg) level was 50-180 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed and did not take into account a walk taken when requesting a bolus. Customer address bg levels with carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.